Manufacturer narrative:
(B)(4). Additional information was received indicating the device was programmed to monitor only due to non-device related reasons and the patient expired a week later. This device is not expected for return.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead received multiple appropriate shocks. Some of the shocks successfully converted the patient, however some did not. Therapy was exhausted and the patient required external shocks. Upon device interrogation a message was observed indicating an open circuit condition had occurred. All lead measurements were found to be acceptable and there was no evidence of noise. Boston scientific technical services (ts) discussed possible causes and troubleshooting options. It was reported the patient was intubated and placed on a ventilator. No additional adverse patient effects were reported.